Manufacturer narrative:
(B)(4). According to the complainant, the suspect device remains implanted and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was implanted for gallbladder drainage during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the physician had difficulty pushing the stent out from the delivery system. Reportedly, the stent was deployed successfully. On (B)(6) 2020 during a follow- up, it was confirmed through an x-ray scan that the cautery tip of the axios device was detached inside the patient's gallbladder. Reportedly, the physician does not have a plan to remove the cautery tip because he is comfortable leaving the cautery tip in place. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. X-ray images of the device in the patient's body do show a radio opaque piece.